Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a transient loss of bcva. The lens was exchanged for a same length lens of a different power & the problem was resolved. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).